Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display screen had "shrunk" or was "smaller than usual". Customer's blood glucose level was approximately 120 mg/dl. Reportedly, customer continued to us the pump for insulin therapy and the customer alleged the pump was functioning as intended.